Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult deployment, slda, and difficult imaging were unable to be determined. The reported difficult positioning was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), history of aortic dissection surgery, abnormal cardiac size and orientation for a triclip procedure. During the procedure the acoustic window was poor and due to the inferior vena cava's misalignment there was limited height above the valve. Steering and echo images were complex. The first clip (xtw) was implanted without issues after grasping the anterior and septal leaflets. During the deployment of the second clip (xt), resistance was felt during delivery catheter (dc) detachment. The separation from the clip and dc could not be confirmed. All troubleshooting steps were performed in order from coaxial alignment to accessing the gripper lines. Finally, the dc could was detached from the clip, but a single leaflet device attachment (slda) occurred. The implant was detached from the anterior leaflet, and remained attached to the septal leaflet. A third clip was implanted on the posterior and septal leaflets in order to stabilize the slda. The patient was stable without any further complications. The tr was reduced to grade 2.